Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading the cartridge. Tandem technical support assisted the customer with loading the cartridge successfully. Customer's blood glucose was 250 mg/dl due eating candy and delay in delivering bolus while going through the load process.